Event description:
According to the reporter, the device was fired and the staple line was good. Four hours post op, there was a heavy bleeding with lower blood pressure. The pt was returned to the or immediately to reopen and the bleeding was stopped. The pt has recovered and is fine. Sex: unk. Procedure: unk.